Event description:
It was reported that contrast was leaking out of the of the back of the copilot. An automatic system was being used for applying pressure to 600 psi. A new copilot was used to complete the case. No adverse patient effects or clinically significant delay in the procedure as reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for analysis and the reported leak was not confirmed via returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was indicated that the device was subject to 600psi. It should be noted the copilot instructions for use states: the copilot bleedback control valve is not intended for use with pressure injections greater than 400psi. Based on the information provided and the analysis of the returned device, it is likely that the injection pressure of 600psi was the cause for the reported leak.